Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced infusion set needle got stuck and very hard to remove from the abdomen on (B)(6) 2025. The infusion set was in use for less than a day. No further information was available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00443), was submitted on 14-march-2025. However, based on the additional information received, it was found that the tubing was too long which result into tubing damage. Now, this case has been determined to be non-reportable after the additional information received on 15-march-2025. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.